Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) samples from different pts on different days. The initial results for each pt were positive. Per the laboratory's protocol, samples with positive results were re-tested. The sample for the 1st pt was also run diluted (1:10) with a fresh reagent kit (same lot), and again (neat) after decontamination of the system, and with antibodies blocked. The 1st pt's sample was run on advia centaur xp and roche elecsys-the results were negative (<0.1 ng/ml). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.

Event description:
Discordant high immulite 2500 troponin results were obtained with two (2) samples from different pts on different days. The initial results for each pt were positive. Per the laboratory's protocol, samples with positive results were re-tested. The 2nd pt's sample was run on roche elecsys-the result was positive (8 ng/ml). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant troponin results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) analyzed the instrument data. Analysis of the instrument data indicates that the cause of the discordant troponin results is unk. The instrument is performing within specifications. No further eval of the device is required.